Manufacturer narrative:
Concomitant medical products: 5076-45 lead; 383069 lead; 6935m55 lead; and dtba1d4 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was, " not being utilized in the body" and thought the device was, "no longer working." The device remains in use. No patient complications have been reported as a result of this event.